Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a por (power on reset) and ¿call your doctor¿ icon on his patient programmer, which first appeared two days ago. The patient was walked through on how to clear the por, was able to clear it, and turned stimulation back on.